Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mild tortuous and non-calcified lesion ulnar artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at the pressure within the available range (12atm). The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was normal.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mild tortuous and non-calcified lesion ulnar artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at the pressure within the available range (12atm). The device was removed, and the procedure was completed with another of the same device. No complications were reported, and the patient was normal.